Event description:
It was reported that the customer had bad reaction to the adhesive on the sensor. Troubleshooting was done. Customer's blood glucose was 126 mg/dl. Customer stated that the site does show signs of infection, it was red and swollen. The customer was advised to contact their physician to report the infection and to monitor blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.